Event description:
It was reported that the 7700 system had quality issues with lateral images when used with x-large patients. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Performed a generator calibration. Adjusted ccd iris for correct kvp tracking. The system was tested and found to be working as intended and placed back into service.